Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The review of the provided image exhibits conductor wire insulation damage and the wire is exposed as a result. There does not appear to be a full breakage.

Event description:
It was reported that during a central processing, the fenestrated bipolar forceps instrument had an energy black wire stripped. No patient injury was reported.